Event description:
It was reported to medtronic minimed that the customer reported a location of the damage at the bottom of the pump. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1886l. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1886l was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: corroded battery tube, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and cracked keypad overlay. Missing retainer ring confirmed during analysis. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.